Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump was noted to be unresponsive. The customer's blood glucose level was 320 mg/dl. The customer administered a manual injection. Despite charging the pump for an hour, the pump was unable to be turned on. Reportedly, the customer has manual injections available as alternate insulin therapy.